Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
The xience xpedition stent dislodged from the stent delivery system balloon. It is unknown at this time if the stent remains in the patient. No additional information was provided.

Event description:
Updated case description: the procedure was to treat a moderately tortuous, heavily calcified lesion in the right coronary artery. The device failed to cross the lesion due to the heavy calcification, force was applied, and the stent dislodged from the stent delivery system balloon. The dislodged stent was successfully retrieved from the patient using a snare device. The target lesion was not treated (currently no scheduled treatment for the target lesion). There was no reported patient injury or clinically significant delay in the procedure. No additional information was provided.